Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. Consequently, onyx was observed in an unintended artery. No complications were reported with the patient as a result of the event.same event as MDR# 2029214-2012-00027.